Event description:
During replacement of the device, a loss of pacing during electrocautery use in a pacemaker dependent patient was observed resulting in dizziness. The event was resolved by explanting and replacing the device. The patient was in stable condition following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.